Manufacturer narrative:
(B)(4) current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the elevator broke during a procedure. The doctor was able to remove the piece that broke off. The doctor stated there was no patient impact. There was a two minute delay. The procedure was completed with another elevator of the same part number.

Manufacturer narrative:
The elevator was returned without packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instruments; no discoloration was observed. The complaint was confirmed as the instrument tip was broken off. The most likely cause of the fracture was determined to be excessive force by the user. Review of the device history records shows the lot was released with no recorded anomaly or deviation. There are no indications of manufacturing defects.